Event description:
Procedure: laparoscopic billoth ii subtotal gastrectomy. According to the rptr: the surgeon found anastomotic leakage post-operatively on the duodenal stump. He used the endo gia straight 60-3.5 to cut the duodenum. June is the initial operation date. A second procedure was not performed due to the reported leak.